Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p401, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. Loss of bladder control was reported. The patient reports that about 2 weeks after implant, they sat in a 30 hour, 3 day class. On the last day they noticed their symptoms were coming back. By the third day the patient said they started to have "problems." Patient had been back to healthcare provider¿s office 3 times and the assistant had the patient change programs and amplitude. The representative had not been at the appointments for reprogramming. The area of body was the perineum. The patient was still peeing. The patient was still wearing a pad and can't stop it. After sitting so long in class, the started to feel stimulation in their legs and water retention on the leg, so they upped it to 3 (program). The patient had tried all 4 programs and was currently on program 2. Right after implant "it worked so good," with how the representative set it. The patient indicates both their bladder and bowel "were working right." They had been back to the healthcare provider office 3 times but had not seen the healthcare provider. The patient continues to have a return of symptoms. The patient put it up too high at .3, .4, .5 and it messes up my foot. It curls my foot in. When the patient had been back to the healthcare provider office, they had not seen the healthcare provider or representative since implant. The patient was not aware of the healthcare provider assistant doing any reprogramming. The office has had the patient change programs. They started on program 1, then 3, then 4, and now on program 2. The patient think it was a little better, but she got it at 2.4 or 2.5. The patient had "bladder urge." The patient gets up 2 or 3 times at night. Back to symptoms present prior to implant. The patient states that on program 2 "was allowing my bowels to work again." However, if the patient increase amp to 5.0, it turned their foot in. Patient service asked how frequently the patient changed between programs when she start peeing more, about every week and a half. Patient¿s next appointment was in 3 months. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.